Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The same test strips were used in patient identifier (B)(6) with a different meter used in a separate result comparison.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 11.9 mmol/l, 7.4 mmol/l, and 4.7 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.